Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Sku# (B)(4) item description: autoshield duo pen needles 5mm 30g 100ct lot# 5261008 quantity- 1ea country- USA. Incident description- an issue was reported with the needle autoshield insulin pen novofine 5mm lot number: 5261008 from cardinal health. The needles broke inside the insulin pens. Unfortunately, they discarded the needles. We are removing needles with lot number: 5261008 lot number from the shelves.